Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. Although the reproduction of the reported error code 200 ref 70 could not be confirmed, abnormal noise and a decrease in the output value from the psu board inside the generator body were confirmed. The psu board will have to be replaced to correct the identified failures. However the generator was not repaired and was scrapped as per the instructions from the customer. Given the information provided, we cannot determine a definitive root cause for the abnormal noise and defective psu board inside the generator. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/7/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by affiliate that the vapr vue generator was found to have 200 ref 70 error occurred. The customer does not want to provide additional information about this pc. The device is not available to be returned for evaluation.